Manufacturer narrative:
In the previous MDR, the mpu serial number was intentionally not included. The initial MDR (reference MFR. Report # (B)(4) reported the event occurred on (B)(4) however this was never confirmed, therefore the serial number was omitted from the final MDR.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01189. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 1 month (calculated from when the device was issued to the patient.) Manufacturer's investigation conclusion: the patient remains ongoing on vad support. No product available for investigation. The no external power alarms were confirmed in the review of the submitted controller event log file. A power cable disconnect alarm was captured on (B)(6) 2018, and 1 second later, the ebb in use became active. The rsoc levels dropped from the expected 12 volts to 0 in approximately 4 seconds, activating the no external power alarms. This series of events appeared to be consistent with a loss of ac power while the controller was connected to an mpu. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. A specific cause for the events captured in the log file cannot be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. The lvad clinician submitted a log file to the manufacturer¿s technical services group for review. During review, a power cable disconnect alarm, followed by the system controller back-up battery being in use was observed. A few minutes later the system controller back-up battery in use and unable to charge alarms were observed. A minute later all alarms had cleared. These alarms were possibly due to a loose connection between the power cord and where it connects to the mobile power unit. Additional information was requested; however, none was provided.